Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the bushing is fractured, the threads on the sleeve are damaged and the tip has deformation damage. A functional inspection was performed with a vitality screw and found the driver tip was able to mate with the screw tip however, the sleeve was unable to thread into the tulip. Root cause: this event could possibly be attributed to excessive forces applied during use or wear through use over time. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two vitality standard reduction screwdrivers would not load a screw properly. Another driver was used and there was no patient impact. Upon manufacturer investigation, it was discovered that one of the screwdrivers was deformed and fractured.